Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker experienced syncope. There was intermittent loss of right ventricular (rv) capture. A chest x-ray was obtained, and it was questioned if there was a connection issue. The rv impedance measurements gradually increased, but were not out of range, and the rv threshold measurements were chronically elevated. It was discussed that this was likely not a connection issue, and other possible causes were discussed. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Additional information was received which noted that the previous x-ray was inconclusive for identifying a connection issue. The device system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide product investigation results.